Manufacturer narrative:
Investigation results: the complaint that the needle failed to fully retract was confirmed and the cause appeared to be manufacturing related. One 22ga insyte autoguard bc unit from lot: 4025345 was provided for investigation. The needle was received fully retracted within the shield. Damage within the grip caught on the needle hub and inhibited the needle from fully retracting. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc needle retracted half way. The following information was provided by the initial reporter: injuries or adverse event: no. Reported issue: no pt. Harm; date of incident: (B)(6) 2024. Problem: when retracting the needle, it only retracted halfway. After letting it sit for a few hours, it eventually retracted fully on its own.